Event description:
Boston scientific crm received information from a boston scientific field representative that this right ventricular (rv) lead was associated with a report of high out-of-range pace impedance measurements and increased pace threshold measurements. Shock impedance measurements were normal and stable. The pace/sense portion of the lead was capped, and a separate rv pace/sense lead was implanted with no adverse effects.

Manufacturer narrative:
This report will be updated if additional information is received.